Event description:
During a coronary stent procedure, the physician was unable to cross a pre dilated lesion. Two attempts were made with another manufacturer's stent and the express2 stent. Upon removal of the express2 stent it was noted that the stent had moved on the delivery balloon. No patient injuries or complications occurred.